Manufacturer narrative:
Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Left knee pain [arthralgia]. Limping [gait disturbance]. Pain in right leg [pain in extremity]. Pain in right hip [arthralgia]. Case description: a spontaneous report was received on 21-may-2010 from a (B)(6) female pt with a history of severe osteoarthritis, (B)(6), who experienced left knee pain, limping due to left knee pain, pain in the right leg, and pain in right hip after receiving synvisc-one in the left knee. The pt received an injection of synvisc-one into the left knee on (B)(6) 2010. The pt reported that she experienced some pain relief following the synvisc-one injection but the pain returned and was worse than before. The hcp administered a cortisone injection into the left knee which helped with the pain to some extent. The pt also experienced pain in her right hip and leg (opposite side of the injection) which was still continuing at the time of this report. The pt stated that she has been taking tylenol and naprosyn for the pain but it has not helped. The pt reported that her hcp has recommended a knee replacement surgery for the left knee. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.